Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported by the patient by maude event report (mw5077549) the patient had a novasure endometrial ablation on (B)(6) 2014. Sometime after the procedure the patient reported "started having extreme abdominal pain. Went to my gyn and had many tests ran and found my uterus is enlarged from the novasure and recommends a hysterectomy, but cannot guarantee whether it will fix the problem." No other information was provided.